Manufacturer narrative:
.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the during an attempt to deploy the stent, it released and began to flow through the patient. The stent was able to be retrieved and a new stent was implanted in the required area. No additional event or patient information is available.